Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. Customer reported that they received motor error. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that the drive support cap appears normal. Customer did not reported motor position encoder error alarm. Customer reported that the insulin pump was not exposed to high magnetic field. Customer treated with manual injection. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.